Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified anatomic alignment of the right knee arthroplasty in the ap projection. Slight limb length discrepancy longer on the right. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a : implant date : 2018. D10 : unknown - unknown patella - unknown . Unknown - unknown articular surface - unknown . Unknown - unknown tibial component - unknown . G2 : foreign country : australia. H6 : mechanical (g04) - femur. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery and approximately 7 years post-op, the patient was revised due to patella disassociation and dislocation. The surgeon revised the femoral component to change the rotation of the component in order to assist in correcting the issue and the tibial component and poly were also revised. The patella was not revised and was left in place. Attempts have been made and all available information has been provided.